Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of symptoms including a loss of pain control, 2 months ago. It was indicated that the patient's loss of pain control started before the patient had a dye study, which was done a month ago. It was also noted that the health care provider (hcp) found a fractured catheter. The findings of the dye study showed that the catheter was not delivering drugs to the spine as it should be. The patient's catheter was revised on the day of this report and a section was cut out between the 18cm and 36cm mark, which left 53cm on the pump segment. They placed a new spinal section for the patient and trimmed 4cm off of that, which currently left a total length of 87.1cm implanted. It was indicated that it was too soon to tell if the patient was receiving effective therapy, as the patient just had surgical revision and was restarted at a low dose. However, it was planned that they would titrate the patient's dose. The drugs delivered via pump were bupivacaine and dilaudid.

Event description:
Additional information reported that the cause of the event was due to a coiled catheter. It was noted as an intervention that a "pog" was done and showed the positive coiled catheter. The catheter was dislodged/migrated at the distal segment. In addition to increased pain, the patient also experienced withdrawal. The outcome of the patient was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 8709sc, lot# n220203002, implanted: (B)(6) 2009, explanted: (partial) (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).